Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient required in-patient or prolonged hospitalization.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type catheter. Product ID 8784, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving gablofen via an implantable pump for unknown indications for use. (B)(6)2024 clinical (B)(4) (hcp, sdy): information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving gablofen via an implantable pump for unknown indications for use. It was reported that the patient experienced baclofen withdrawal; increased posturing, increased discomfort/pain and increased reactive tone. A refill was completed with unexpected increased residual volume; the expected residual volume was 5.5 ml and the actual residual volume was 13.8 ml the catheter access port was accessed but it was unable to be withdrawn. Laboratory testing revealed creatinine kinase 102. A CT scan without contrast revealed that the baclofen pump system was intact. The catheter tip not visible; it had moved from the original placement at c4 to t2. Oral baclofen was started. The patient continued to experience worsening tone and discomfort. During the catheter revision when the catheter was disconnected from the pump no flow was seen. An occlusion was noted. There was no flow when the pump segment was disconnected from each connector point. The catheter was removed from the intrathecal space. No cerebrospinal fluid egressed from the intrathecal space. A pursestring suture was placed around the entry si te and a new catheter was placed with good cerebrospinal fluid flow. Additional information received from the healthcare provider via a clinical study indicated that post catheter revision the patient experienced baclofen overdose. The pump rate was decreased from 1030.6 mcg/day to 399.9 mcg/day at 15:33. At 1840, patient respiratory rate 11 breaths per minute, heart rate 57 beats per minute, blood pressure 87/46, oxygen saturation 94% on 12 liters oxygen via trach mask. Their muscle tone was flaccid in all extremities, were non-responsive (no response to pain), pupils were fixed at 3 mm. The patient was transferred to the intensive care unit where they were ventilated through existing trach and the baclofen pump dose was decreased to 200 mcg/day at 2023. The caregiver stated that the symptoms were present 1 week prior. The symptoms improved (patient's eyes open, responsive and interactive).

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2015 explanted: (B)(6)2024 product type catheter product ID 8784 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04-aug-2017, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 25-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.